Manufacturer narrative:
1038671-2023-00524, 1038671-2025-00739, 1038671-2025-00740 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00524, 1038671-2025-00739, 1038671-2025-00740. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, bone fracture, and infection. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 75 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, ambulation difficulties, balance problems, bone fracture, discomfort, osteolysis, pain and peri-prosthetic joint infection. No further issues or complications were reported. No additional information is available.